Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. Red staining was found on the k-mount unit wall and yellowish staining was noted on the biopsy channel wall at the distal end of the device. Additionally, third-party repairs were noted on the insertion tube protector boot, bending section cover, and bending section cover glue. Both sides of the bending section cover glue were found peeling, resulting in exposed metal threads on the insertion tube. Also noted was severe buckles on the insertion tube below the protector boot and severe dents on the bending section most likely due to user handling. An olympus endoscopy support specialist (ess) was dispatched to assess the facility's reprocessing practices and provide reprocessing training. The ess confirmed pre-cleaning of the device was not performed nor were cleaning tools used as per the instruction/reprocessing manual. The ess in-serviced the staff and provided the user facility with educational materials for reference. The exact cause of the reported event cannot be determined, however insufficient cleaning and third-party service center repairs are the most likely cause of the reported event.

Event description:
Oca undertook a retrospective review of its MDR files for the period of january 2005 to april 2015. Based upon this review, we are submitting this MDR to separately account for each of the two patients involved in this event. The user facility reported that bronchoalveolar lavage samples of two pediatric patients tested positive for penicillium, after undergoing diagnostic bronchoscopies with the same device. The hospital cultured the device which tested positive for penicillium fungi. Both patients reportedly did not require medical intervention and are reportedly doing fine to date. Please cross reference MFR. Report numbers: 8010047-2007-00166 to account for the two patients as referenced in the original report. The following report will be supplemented to cross reference the two associated complaints: 8010047-2007-00166.